Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left knee had a revision due to infection. The implant site was washed out and the poly insert was replaced. The rep has no further information available.

Manufacturer narrative:
An event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient needed to be revised due to infection. The surgeon stated the infection was related to patient factors and not the devices. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as the return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. A CAPA trend analysis was conducted for the reported failure mode and concluded infection may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's left knee had a revision due to infection. The implant site was washed out and the poly insert was replaced. The rep has no further information available.